Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that the mesh surgery was not related to the patient¿s implantable neurostimulator (ins). There was no known cause for the reversal of the symptoms the patient experienced and it was noted that the issue was not resolved. In addition, it was reported that the patient had not been seen since oct 9, 2013 and that they had transferred their care. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va00bes, implanted: 2012-(B)(6), (B)(4).

Event description:
It was reported the patient had a mesh surgery on 2013-(B)(6). Prior to the mesh surgery, the patient fell and was having issues with passing out and then going into seizures. Since the surgery, the patient has had no falls or seizures. About two weeks later it was indicated the patient did not have concerns with their device or therapy. A follow up report will be sent if additional information is received.